Event description:
The patient's pacemaker was implanted 6 years ago. As the pacer was nearing end of life, the patient was transmitting data monthly via telephone. The patient placed a transmission device over the pacer and the pacer stopped working. The patient passed out and awoke as the transmission device fell away. He was brought to an outside hospital. A tech rep met the pt at the outside hospital ed and attempted to interrogate the device. The device malfunctioned and the patient became asystolic for approx 10 seconds and passed out. The device was moved away from the pacer and it resumed working and the patient awoke. This pt is pacer dependent. The patient was transferred to the hospital for pacer placement. He underwent the procedure and has been discharged home. The pacer and leads (pace setter 1388tc were given to the medtronic rep).======================manufacturer response for pacemaker, sigma (per site reporter).======================no response yet.